Event description:
A customer reported receiving imprecise readings on her freestyle freedom blood glucose meter. The customer reported obtaining the readings of 98 mg/dl and 344 mg/dl. The blood tests were performed within a ten minute time frame. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no third party medical intervention reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. However, it should be noted that the meter readings reported by the customer were found in the meter memory log. No further investigation is necessary.